Manufacturer narrative:
As the device was not returned, it is not possible to determine if the device pulled through when attempting to gain temporary hemostasis as a result of a user error or manufacturing defect. While the device was not returned for physical investigation, pseudoaneurysm are complications which may be related to the endovascular procedure or the vascular closure procedure. The reported issues occurred post discharge. Surgery was successfully applied post procedure to repair the pseudoaneurysm, but the patient passed away 3 days after the surgery. The cause of the death has not been provide to cardiva medical, inc. It would be extremely unlikely sequence of events for the device pulling through the access site when attempting to gain temporary hemostasis to cause the harm of a pseudoaneurysm or death.

Event description:
The vascade 6/7f device was selected for closure and inserted into the 6fr sheath. The disc was deployed, the sheath was removed, when the user attempted to gain temporary hemostasis, the device pulled through the access site. The staff reverted to manual compression to achieve hemostasis. The patient was then discharged. Patient returned on (B)(6) 2021, with complaint of pain and it was determined that patient had a pseudoaneurysm which required surgery to correct. Surgery successfully corrected the issue and patient was discharged. It should be noted that the user used ultrasound guidance but required multiple attempts to gain access to the site. Additional information provided on 7/13/21: on (B)(6) 2021, patient passed away from unknown causes. No other information was provided and user decline to speak with cardiva representative about this case. Cardiva representatives attempted to contact the user on 7/2/21, 7/13/21 and on 7/16/21 contacted the cath lab manager. The cath lab manger stated that no other information is available because the patient passed away at home.